Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The investigation concluded that the nozzle units in the gas modules needed to be replaced due to leakage. After replacing them with new ones, the problem was solved. We have not received any additional information surrounding the event, nor have the device logs or parts been received for evaluation. We are not able to confirm any system check out failure and we cannot determine the true root cause of the reported event.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the system check out. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).